Event description:
Customer has reported that insulin pump has a crack on the display screen; she states insulin pump is working well, but was advised to report it. Customer states that insulin pump was once dropped on the carpet and tile. Customer's blood glucose was 114 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received with cracked lcd window.